Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported being hospitalized twice in the month prior to the call due to high blood glucose levels and diabetic ketoacidosis. Customer reported that the insulin pump not delivering insulin was directly related to these hospitalizations. Customer reported that at the time of the first hospitalization, the insulin pump failed to deliver a bolus, causing his blood glucose level to rise to 725 mg/dl. Customer also reported that at the time of the second hospitalization, his blood glucose level was 850 mg/dl. Customer's most recent blood glucose level at the time of the call was 144 mg/dl.